Event description:
It was reported that during the implant procedure the physician was unable to get acceptable left ventricular (lv) lead thresholds without diaphragm stimulation. The lead was removed and different lead was utilized. Also during the same procedure the physician noticed the valve on the delivery catheter had some backflow of blood when introduced to the patient vasculature. The physician chose to continue use of the device for the remainder of the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis was performed and no anomalies were found.